Event description:
This is filed to report single leaflet device attachment/slda, tissue damage, recurrent mitral regurgitation, prolonged hospitalization, and surgical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted thin and degenerated leaflets. On 10/15/2021 , the clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed without issue. One clip was implanted, reducing mr to <1. Then on (B)(6) 2021, it was discovered that the clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 4 and the posterior leaflet was observed torn. The patient remained hospitalized to await surgery. On (B)(6) 2021, the patient underwent mitral valve replacement. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and the reported single leaflet device attachment/slda appears to be related to patient morphology/pathology (thin and degenerated leaflets). The tissue injury and mitral regurgitation (mr) were due to the slda. Tissue damage and mr are listed in the mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. The surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.